Event description:
Patient came in for well baby visit. Patient was to receive 2 vaccinations - dtap and influenza. For the syringe containing the dtap vaccination, when the clinic staff removed the safety cap the metal needle fell off of the hub. For the influenza vaccine syringe, the clinic staff people successfully gave the injection and when she went to remove the syringe/needle from the patient's leg, the metal needle separated from the hub. They were able to retrieve the needle and there was no injury to the patient. Diagnosis or reason for use: routine childhood vaccination.